Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Rv impedance slowly decreased from approximately 330 ohms in (B)(6) 2015 to approximately 280 ohms in (B)(6) 2016. Impedance lead warning triggered on (B)(6) 2016. 519 short circuit paces post warning.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedances, and an insulation issue was suspected. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.